Event description:
Patient was revised to address loosening of the tibial tray and femoral component at the cement/implant interface, which caused pain. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The product associated with this report was not returned. The investigation could not draw any conclusions regarding the reported event based on the lack of the product to examine. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.